Manufacturer narrative:
Exemption number: e2015015. The device does not have a 510 (k), but was once improperly sold in us and is being reported since there still are 2 units installed in patients.

Event description:
(B)(4). - the dentist reported that 3 years after dental implant was installed in intraoral region 30#, its non-osseointegration was observed. In addition, 45ncm of primary stability was achieved and the patient presented bone type ii.